Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Corrected section: b5 - corrected event description to reflect no patient involvement. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot number conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. Both connectors were observed to be intact, no visual defects were observed on either end. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not able to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro would not cut/cauterize prior to inserting into leg. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro would not cut/cauterize prior to inserting into leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.